Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the electrodes on his chest. The area was described as red, itchy, and open. The patient indicated that the irritations have gotten better, but the area is still described as open. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.